Manufacturer narrative:
(B)(4). Eval: results ¿ eval of the returned product did not confirm the reported issue because the face plate is intact. No reading could be taken because the unit does not hold pressure. The release button works, but after its pressed the button gets stuck and had to be wiggled back to its original position. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).

Event description:
Customer reported the product face plate is missing. There was no pt incident or injury reported.